Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following events were confirmed; difficult to withdraw nosecone, and an intraoperative type 1b endoleak. Additionally there was evidence to reasonably support the following observations; partially deployed main body, accordioned right sheath (damaged component), suprarenal dissection, intraoperative stent migration of the suprarenal cuff, and endoleak type iiib of the main body. The most likely cause of the kinked right sheath, difficulty withdrawing the nose cone, a partially deployed main body stent, and kinked main body stent post deployment, was an intentional user error due to an off-label neck anatomy (angulation) and cautionary product use of a tortuous access anatomy. Associated clinical harms for this device failure included: temporary aortic stenosis caused by the kinked main body, which required an additional non endologix stent; a type iiib of the main body stent, which required a main body stent relining; aortic dissection which required an additional suprarenal stent. Procedure-related harms included: stent dislodgement of the main body; and, a prolonged procedure time due to the unplanned stent placements. The most likely cause of the intra-operative stent migration of the suprarenal cuff was an intentional user error due to an off-label neck anatomy (angulation). It was unclear whether this intraoperative migration or the difficult nose cone retraction caused or contributed to the aortic dissection, so the assignment of procedure-related harms verses associated device related harm could not be determined. The aortic dissection was treated with an extra suprarenal stent, but this maneuver did contribute to the prolonged procedure time. The most likely cause of the intra-operative distal loss of seal was procedure -related whereby the difficulties removing the delivery system likely contributed to the dislodgement of the main body. The cautionary product-use of calcified iliac arteries, and the off-label product use, caused by the angulated, dilated iliac anatomy, likely contributed to this event. Procedure-related harms included: dislodgement of the main body; prolonged procedure time due to the unplanned stent placements. Associated clinical harms for this device failure included: an intra-operative type ib [intra-operative stent migration], which required an additional limb extension. The most likely cause of the intra-operative compromised stent graft integrity of the main body was procedure-related, whereby the excessive angioplasties were performed against calcified iliac arteries, a cautionary product use. Incidentally, there was intentional user error due to the off-label related to other anatomical features. Procedure-related harms included: prolonged procedure time due to the unplanned stent placements. Associated clinical harms for this device failure included: intra-operative type iiib endoleak; placement of a non endologix and a full main body relining with an endologix product. The patient was discharged on the 9th post operative-day. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
It was reported during the initial implant procedure the physician had difficulty withdrawing the bifurcated delivery system. The patient had a very torturous anatomy and when retracting the nose cone after the stent deployment, it would not withdraw. The stent had not been fully deployed which the physician was not aware and the stent ended in a 90 degree bend where the nose cone got caught. Physician pushed the device forward which resulted in the sheath becoming accordioned. The physician was able to remove the delivery system and continued implanting additional devices. At the completion of the initial procedure a type 1b endoleak was observed. The physician implanted a non-endologix stent to seal the leak implanted aortic extensions, a limb stent graft and non-endologix stent. The patient was reported to be in stable condition post procedure. After the completion of the clinical evaluation it was identified the patient had an aortic dissection, the placement of an additional proximal extension to treat the dissection, an intraoperative migration of the proximal extension, an intraoperative type 1b endoleak and a type 3b endoleak of the main body stent. The physician implanted an additional bifurcated stent to seal the endoleak.